Manufacturer narrative:
The arjo service consultant observed that the customer staff did not use all width extension sections. The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. Without use of the width extensions, the bed overall width is 40,6 in / 103 cm. The mattress placed on the bed (arjo maxxair ets) had a width of 48 in / 121.9 cm. Based on the above, it has been determined that the bed frame was incorrectly prepared for use. When all extension frames were not used, the mattress could push on the side rail, resulting in damage and subsequent detachment of the side rail. The instructions for use for citadel plus bed frame (831.374-en) instruct user to:¿always use a mattress of the correct size and type. Incompatible mattresses can create hazards.¿ ¿to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position.¿ additionally, the operation of the side rails should be checked daily by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Arjo device failed to meet its performance specification since the side rail was partially detached. The bed frame was not in use by a patient when the issue was detected. The complaint decided to be reportable due to the side rail partial detachment.

Event description:
The arjo service consultant during the pick-up of the citadel plus bed frame observed that one of the side rail panels was partially detached from the bed frame. The screws holding it to the bed were ripped off. The bed was not in use at that time. No injury was claimed.